Manufacturer narrative:
If implanted; give date: unknown/not provided. The lens remains implanted. If explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter name and address: telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: the device was not returned at the manufacturing site as it remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that part of the intraocular lens (iol) got stuck between the cartridge and plunger rod during implantation. The iol was released using a hook. The iols remain implanted. There was no reported patient injury or health damage. No additional information was provided.